Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution on january 27, 2015. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a shoulder procedure, two of the customer's ideal suture shuttle 90 degree ups are unable to be used. On the first one, the tip snapped off but was held on by the chia wire; on the second one, the tip bent. The sales representative confirmed that nothing broke in the patient. The sales representative reported that the surgeon completed the procedure with a non-synthes device with no patient consequences. There was a five (5) minute delay. The sales representative stated that the facility discarded both devices. Please also see medwatch report 1221934-2018-53933.